Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that laser indirect ophthalmoscope (lio) fiber was replaced and tray arm was moved to right side. Additional information has been received indicated that the connector which supplied power from the console to the laser indirect ophthalmoscope (lio) was snapped off and there was no illumination power to both the ports. Patient harm was not reported.

Manufacturer narrative:
The company representative replicated the reported event. The company representative replaced the laser indirect ophthalmoscope (lio) cabling and the actuator to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by qa to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event of lio issue is attributed to nonconforming lio cable. The root cause of the reported event of tray arm issue is attributed to nonconforming actuator of the tray arm. Based on the information obtained, the root cause of the reported event of illumination is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).